Manufacturer narrative:
The customer reported that they have not been able to find any defects with the device. The patient was not running a fever, further details were not provided. There were no adverse consequences associated from the rewarming too fast.

Event description:
It was alleged that the patient was warming too fast.

Event description:
It was alleged that the patient was warming too fast.